Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/08/2014). The patient¿s meter has been returned on 7/25/2014 and evaluated by lifescan product analysis on 7/29/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have pcb contamination. Tertiarily, the meter was found to have a corroded battery contact. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue started on (B)(6) 2014, at 7:00 a. M. The patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. On (B)(6) 2014, at 10:00 a. M., the patient stated she developed symptoms of ¿dizziness, lightheaded, and rapid heartbeat¿. The patient stated she self-treated with more food/drink in response to the symptoms. At the time of troubleshooting, the cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.